Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the old stimulator would give fluttering in the lower part of her back by her buttock. I asked if that is where she normally felt the stim and asked her if the therapy worked. She said, it was working she may turn it up and have some leaks some times. She said, the therapy was working and then it stopped. The doctor had to give her some medication. Then it wasn't working good and she decided to get a second implant.